Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction to block e1: (B)(6).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a renal stone procedure in the ureter performed on (B)(6) 2021. During preparation, when the polaris ultra ureteral stent was unpacked, it was found fractured and could not be used. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a renal stone procedure in the ureter performed on (B)(6) 2021. During preparation, when the polaris ultra ureteral stent was unpacked, it was found fractured and could not be used. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.